Manufacturer narrative:
The lens was returned in a vial, in a specimen cup. Visual inspection found one haptic torn. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -7.0 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, unreative (fixed) pupil and glare/halos. A shorter lens was implanted on (B)(6) 2019 and the problem was resolved. At one day post-op, iop was 16 and there was some edema. The cause of the event was due to patient related factor.